Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received an off no power during troubleshooting for no delivery alarm. Customer's blood glucose was 155 mg/dl. During troubleshooting for blank display, customer changed battery and display returned. Customer received a battery out limit alarm. Customer was assisted with clearing alarm and programiming time and date. Customer was advised to monitor insulin pump.